Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6( investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) resolved the issue over the phone with the customer. There was no confirmation of failure or parts replaced. The unit is safe to use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit read tank was empty but it was full. There was no patient involvement reported.